Manufacturer narrative:
After further review of additional information received the following sections b5, g4, g7, h2, h3 and h6 have been updated accordingly. Section b5: additional information received indicates that the physician could not deploy the sealant and hemostasis was achieved with manual compression. After inflation of the balloon with saline, the physician tried to withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. The physician did not feel the tactile resistance and the mynxgrip device was withdrew. The sales rep thinks that the main reason is that there was a user mistake and the possible reason was airs in the balloon did not entirely came out during preparation. Therefore, the sales rep advised the users to remove the air by injecting saline. The balloon of a 5f mynxgrip vascular closure device (vcd) fell out of blood vessel during the procedure. There was no reported patient injury. After inflation of the balloon with saline, the physician tried to withdraw the balloon catheter until the balloon abutted the distal tip of the procedural sheath. The physician did not feel the tactile resistance and the mynxgrip device was withdrawn. The sales representative reported that the main reason is that there was a user mistake and the possible reason was air in the balloon did not entirely coming out during preparation. The sales representative advised the users to remove the air by injecting saline. Hemostasis was achieved with manual compression. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle. The sealant was located next to the balloon and advancer tube was engaged to the tamp lock. No anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device and found no leak in the balloon. Subsequently, it was revealed that there was no saline in the balloon of the returned device. Vacuum was drawn from the balloon, then the balloon was inflated with water. Pressure was maintained with proper functioning of the inflation. The inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, no saline in the balloon of the returned device was found, which indicates that the balloon may have not been purged of air during the preparation phase. A product history record (phr) review of lot f1917703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed through analysis of the returned device. The exact cause of the reported incident could not be conclusively determined. Based on the information provided, the condition of the returned device and the investigation performed, incorrect prep of the balloon during the preparation phase may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1917703) presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) that fell out on blood vessel during procedure. There was no reported patient injury. The device will be return for evaluation.